Manufacturer narrative:
Physical analysis can not be preformed, implant not returned, customer reported inadequate bone quality / bone quantity.

Event description:
The customer reported ossintegration was achieved.